Event description:
A medtronic representative reported that, while in a cranial resection procedure, the camera would beep and cycle and the software displayed a message: camera not connected. This occurred three times. In trouble-shooting, the system was re-booted from the rack and connectivity was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the only information available from the surgery was that there was about a 15 min delay to the case. He covered a couple of cases after running a firmware update on the camera and did not have this issue. Due to issue recurrence, a medtronic representative went to the site to replace components of the system and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after replacing the components of the system. The following components were returned to the manufacturer for further analysis: transceiver fiber nav interface: no issue was found with communication to the camera. The device was ran for 2 hours and no issues were observed. I/o hub: when connected to a test system the I/o hub functioned normally with no problem found. Power supply: when connected to ac all outputs were found to in the normal range with the exception of the +12v outputs which had no measurable output. The component was found to have an electrical issue. Transceiver fiber equipment rack: verified the sound and video out issue with this transceiver. Found that when the transceiver is moved around, you can hear loose parts inside. Inspected the chassis and found physical damage to one of the corners. Appears that the part may have been dropped. Removed the top cover and found that the loose part was a capacitor. The capacitor came off one of the power control boards. This board supplies power to the video/sound converter module. The reported event was confirmed to be caused by the power supply (electrical issue) and transceiver fiber equipment rack (physical damage).

Manufacturer narrative:
The investigation of the power supply reported in follow up #1, found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient information was not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.